Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the twelfth complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one MRI low-profile port, one groshong catheter, one flushing connector, three introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one catheter lock, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, and one tunneler were returned for evaluation. One electronic video was provided for review. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for fracture and fluid leak as a diagonal split was observed at the 7 cm depth mark. Also, a leak was noted from the diagonal split upon infusion of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during port placement procedure, the catheter allegedly had fluid leak. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified. (Expiry date: 11/2022).

Event description:
It was reported that during port placement procedure, the catheter allegedly had fluid leak. The procedure was completed using another device. There was no reported patient injury.